Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer is alleging that her humidifier emitted smoke, melted and damaged the flooring. No serious injuries were reported with this incident.